Manufacturer narrative:
Conclusions: the investigation found a defective circuit board (sbc). The current replacement rate for this board is below 1%. Therefore, the risk of an actual occurrence of harm is at an acceptable level and there is no required mandatory field action.

Event description:
The site reported on this x-ray system that when the fluoro was first used at beginning of the procedure the data monitor displayed a blank screen (blue screen of death) and all the table locks stopped working. Also, the geometry was disabled. The system was rebooted and procedure was completed without further incident.